Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up with low impedance on the right atrial lead. The patient would be monitored no patient symptoms were noted.

Manufacturer narrative:
A partial lead with the connector portion measuring 14.3cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received indicated that the lead was explanted. No further information available.